Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. .

Event description:
Patient reported "capsular contracture baker grade IV, breast pain, tenderness and hardening". Healthcare professional later reported "contracts, painful capsular fibrosis, rupture, capsular contracture baker grade ii, folded together in creases, breast is still deformed and scarred, fear of developing bia-alcl". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Event description:
Patient reported "capsular contracture baker grade IV, breast pain, tenderness and hardening". Healthcare professional later reported "contracts, painful capsular fibrosis, rupture, capsular contracture baker grade ii, folded together in creases, breast is still deformed and scarred, fear of developing bia-alcl". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.